Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was returned sterile. During the visual inspection, the blister was noted to be damaged on a corner side and still adhered to the tyvek. However, this condition affects the sterility of the package. Also, the tyvek was examined for visual inspection and no damages were observed. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. All ees product is 100% inspected prior to release. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that while receiving their order it was noticed that the plastic that holds the device in place inside the box is broken compromising the sterility of the device. There was no patient involvement.